Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. When plugged into a power source, the pump screen was not working and an unspecified malfunction alarm occurred. Customer's blood glucose level was 53 mg/dl. Reportedly, the customer consumed carbohydrates to address bg level, and reverted to manual injections for insulin therapy.